Manufacturer narrative:
This report is being amended to reflect additional information.current information remains insufficient to permit a conclusion as to the cause of the event.(B)(4).this is 1 of 10 reports being filed for the same patient (reference 1825034-2016-04355 / 05528 - 05535 / 05537).

Event description:
Patient underwent a right shoulder revision procedure due to infection and dislocation. All components were removed and replaced with cement spacer molds.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2015-04774 / 2016-01033 / 01034 & 04355).

Event description:
A right shoulder revision procedure has been indicated approximately nine months post-implantation due to unknown reasons. No revision procedure has been reported to date.